Event description:
Customer reported that the insulin pump's reservoir was leaking. Customer also reported that the insulin pump's battery life was shorter than normal. Blood glucose level was 226 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm, no dried substance on reservoir compartment and no moisture damage on electronics noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.